Event description:
During a follow-up, episodes of low pacing impedance, noise resulting in oversensing, and inappropriate mode switch were observed on the atrial lead. Technical support was contacted and recommended provocation testing and pocket manipulations. No intervention has been performed at this time. The patient is stable and will continue to be monitored.